Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during abdominal paracentesis treatment after the consideration of ascites influence for the swollen abdomen, it was noticed that the packaging of one (1) unknown wound device, that was used to fix the drainage, was not tightly sealed compromising sterility, so the area was disinfected again and a new dressing was applied. The patient has suffered esophageal and gastric junction cancer for over a year already undergoing radiotherapy. The procedure was resumed using a s+n backup device. No injury or treatment delay was reported as result of this issue.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. A review of the associated batch record, complaint history, CAPA/nc/pra/hhe/field actions and review of the risk management documentation could not be performed because no part or batch information was provided. Factors that could contribute to the reported event include damage during shipping or mishandling. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.